Event description:
(B)(4). I have had ongoing debilitating migraine headaches, pelvic pain, constant nausea. I have to take nausea pills on a daily basis. I am losing my hair. All I want to do is sleep. I have missed so much work due to my illness caused from essure. I also was diagnosed with diverticulosis. I have a nickel allergy. I had no idea when I was implanted with essure that it contained nickel. That would have been a huge red flag for me!! Very disappointed... I will be having a hysterectomy (B)(6), 2015!! Thanks essure!!!